Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the unit failed the flow sensor calibration. The se replaced the exhalation valve. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a safety valve open message. The ventilator was not connected to a patient when the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.